Event description:
It was reported, the tear drop handle and the drill bit got stuck together.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.